Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula bent event on 01-jul-2024. Patient noticed symptoms within 3 hours of insertion. The insertion site was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump. Patient changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.